Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported that the tampon string separated from the tampon during removal and the tampon remained inside her body. The consumer sought medical assistance for removal of the tampon. No consequences reported.